Manufacturer narrative:
Result of investigation: an user error is assumed to be the most probable root cause. The robi insert 38610md has burnt out/melted at the distal plastic insert. In addition, it can be seen that the contact wire has discolored on the inside at the weld (temper colors), the cause for both of these damages is an excessive temperature. (For example, incorrect settings, too long activation times of the hf current etc.). In addition, it was found that the plastic at the transition to the bayonet lock was probably damaged by mechanical force. On the shaft and on the handle, the age-appropriate signs of wear (dents, scratches,...) Can be seen, but these did not lead to the failure of the forceps insert. In the corresponding IFU 97000117; version: 3.2 - 02/2020 the following is listed: warning: risk of injury: incorrectly assembled and damaged instruments can lead to injuries to the patient. Instruments and all of the accessories used in combination with them must be checked immediately before and after every use to ensure that they are complete, free from damage, and in full working order and have no unintentional rough surfaces, sharp corners, burred edges or projecting parts. Care must be taken not to leave missing or broken-off components inside the patient. Warning: risk of injury: overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend bent instruments back to their original position. Caution: robi® instruments with hf connections are intended as endoscopic accessories to hf equipment for soft coagulation for a recurring peak voltage of max. 150 vp and are only suitable for the shortterm coagulation of small hemorrhages. Usage with device settings of over 150 vp can lead to damage to the instrument (in accordance with iec 60601-2-2, 3rd edition). 8.7 assembly, inspection and care the cleaned and disinfected medical device must be visually inspected for cleanliness, completeness, damage and dryness: if residues or contamination are still present, the medical device must be manually cleaned and subjected to a full cleaning and disinfection procedure once more. Damaged or corroded medical devices must be withdrawn from use. Joints, threads and glide surfaces must be lubricated locally with instrument oil (figs. 7, 8). Dismantled medical devices must be assembled. · afterwards, a functional check must be carried out. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the surgery, while coagulating, the forceps emitted a spark in the insert inside the patient (abdominal cavity). No negative impact in state of health reported. A report will be sent out as precautionary measure due to the spark inside the patient.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Please see corrections in sections d1. D2, d4, g4, e1 and additional information provided in section d9 and d10. The event is filed under internal karl storz complaint ID: (B)(4).